Event description:
Six days after a c-section, the pt was required to return back to the operating theatre for resuturing of the abdominal rectus muscle layer after it appeared that some of the continuous internal suture line had broken down. The dr noticed that the knots of the suture material were still intact, although some of the continuous stitches has broken down in the middle of the incision. Pt's hosp stay was extended for four extra days. Pt's current condition is satistfactory.